Event description:
It was reported that the pt was in an automobile accident, at which time he was found to be incoherent and sweating. The pt's blood glucose levels were found to be low when emergency services arrived and tested. The pt was hospitalized overnight following the accident to monitor his blood glucose. The pt did not suffer physical injury as a result of the accident.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. There was no allegation of a pump malfunction, and the reporter contacted animas to review the pump for potential issues. No conclusions can be made at this time.